Manufacturer narrative:
Device component code (B)(4) relates to problem code (B)(4) the reported event of pressure sensor not detected. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a symphion fluid management accessories device was used during a hysteroscopic polypectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, they got pressure sensor failed after plugging in the kit. They tried to disconnect and reconnect the device as well as turning it on and off but the same thing happened. The procedure was completed with another symphion management kit. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One fluid management accessory was received for evaluation. Visual analysis of the returned device revealed that there were no issues or signs of damage were noted to the connector, cord or pressure sensor. Functional analysis revealed that it was possible for the pressure sensor connector to be inserted into the receptacle on the controller and for the pressure sensor to physically connect to the endoscope. However, an error message "no pressure sensor, connect pressure sensor to continue" was displayed on the console. Based on the investigation of all available information, the most probable cause for this event is supplier manufacture. An investigation has been initiated to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that another complaint has been reported for the same lot number.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a symphion fluid management accessories device was used during a hystersocopic polypectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, they got pressure sensor failed after plugging in the kit. They tried to disconnect and reconnect the device as well as turning it on and off but the same thing happened. The procedure was completed with another symphion management kit. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.